Event description:
It was reported by service report that the bed had damaged components. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Investigation is ongoing; results will be submitted in a follow-up report.